Event description:
It was reported that on (B)(6) 2013 telemetry confirmed a critical alarm was occurring; the alarm was not heard. Telemetry noted eos (end of service) / eol (end of life) had occurred on (B)(6) 2013. The hcp (healthcare provider) was planning to speak with the patient about pump replacement. The patient was having increased pain. It was later reported that the patient was having withdrawal symptoms of increased pain. The patient was referred for pump replacement and oral meds were increased. The pump was replaced. Following replacement, the patient was receiving effective therapy. It was later reported that during the pump replacement procedure, they were unable to aspirate the catheter. The physician elected to replace the catheter. The existing catheter was partially explanted at the pump site; the catheter was capped near the pump site and the rest of the catheter was left in the patient¿s flank and intrathecal space.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l64780, implanted: (B)(6) 1999, product type: catheter. (B)(4).